Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was inaccurate, cause was unknown. Blood glucose was not reported. Reportedly, the customer corrected the time to address the issue and continued to use the pump for insulin therapy.